Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The main printed circuit board was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Serial number not provided. Date of device manufacture unknown as serial number not provided. Legal manufacturer: (B)(4).

Event description:
Per china aer database: the hospital reported an error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case completed. There was no patient injury.